Event description:
A pump malfunction alarm was reported during the insulin pumping process. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to load a new cartridge using the correct technique and successfully resumed insulin therapy. No additional information was available regarding the original cartridge lot number.